Manufacturer narrative:
Both reagent cartridges were leaking and from the pictures sent it appears the cap was not on correctly. Digoxin reagent: catalog number : 650182; lot number: m102172; classification code kxt; the 510k: k982935. Date of manufacture: 03/25/2011.

Event description:
Beckman coulter inc. (Bci) (B)(4) reported creatine kinase reagent and digoxin reagent leak. No injury was reported.